Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 5:30 am. He obtained glucose result of "223 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He informed this mss, that since he knew that result was incorrect he subsequently performed 2 more back to back tests and obtained glucose results of "61 and 69 mg/dl" on the subject meter, which he felt were more accurate. The patient stated that his previous result was on (B)(6) 2011, at 11:30 pm, where he got a "85 mg/dl," which he felt was accurate and did not require any treatment or action. He stated that he manages his diabetes with novolog (pump therapy) and due to alleged issue he continued taking his usual dose of diabetes medication. The patient claimed that he had woken up feeling "shaky and lightheaded" and that's when he tested with the subject meter and obtained the "223 mg/dl." In response to his symptoms and to the two low glucose results, on (B)(6) 2011 at 5:32 am he self treated with orange juice. The patient reported that for the last few nights he has had similar hypoglycemic events, and feels that his pump's night time corrections after snacking is not adjusted correctly and may be over dosing him incorrectly. He mentioned that he would re-calculate his dosages and adjust it soon. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter. Replacement products were sent to the patient. Although the patient self treated for symptoms suggestive of hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. In addition, the patient feels the hypoglycemic state was as a direct result of his pump and not the meter. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (11/28/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.